Manufacturer narrative:
The device was serviced on-site by a field service technician. A visual inspection, functional test, and service history review were performed. The device cannot power on issue was identified as an f-94 (configuration option settings checksum is not 0) alarm during functional testing. The cause of the condition was determined to be a damaged battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not power on. This occurred before use. There was no patient involvement. No additional information is available.